Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was experienced. During the eval, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The device was re-calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump displayed the downstream occlusion message during setup. It was also reported there was no pt injury.